Event description:
It was reported that pump displayed malfunction alarm. The customer's blood glucose level displayed as "high"; however, specific value was not provided. Customer delivered correction bolus using backup pump to resolve the issue. Technical support guided customer through pump reset, and confirmed alarm did not recur, after which customer was advised to continue using pump and to call back if malfunction returned.